Event description:
(B)(4) trial. Same case as MDR # 2134265-2013-06999. It was reported that a transient slow flow phenomena occurred. In (B)(6) 2010, the patient was diagnosed with stable angina (ccs class: 1) and cardiac catheterization was recommended. Target lesion #1 was a de novo lesion located in distal right coronary artery with 99% stenosis and was 12 mm long with a reference vessel diameter of 3.00mm. Target lesion #1 was predilated with a 2.5mm x 12mm apex balloon catheter. Then a 2.75mm x 16mm taxus liberte study stent was deployed with 0% residual stenosis. Following predilation and stent implantation, the patient developed transient slow flow phenomena which was treated by administration of intracoronary nitro and intracoronary nipride. Six days post- procedure, the patient was discharged on aspirin and prasugrel.

Manufacturer narrative:
Device evaluated by MFR: the device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).